Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and had to remain intubated. Two lesions were biopsied: lesion #1 was 2.3 cm and located in the left upper lobe; lesion #2 was 2.3 and located in the right middle lobe. Imaging modalities included c-arm fluoroscopy and radial endobronchial ultrasound (ebus); staging utilizing ebus was performed. The diagnosis obtained from pathology was non-small cell carcinoma/not otherwise specified (nos) (malignant). The patient is scheduled for chemotherapy. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Intuitive surgical inc. (Isi) has made multiple attempts to obtain additional information; however, as of the date of this report, no new information has been obtained.

Manufacturer narrative:
There was no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.